Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission07/17/2015.device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: on investigation, a visual inspection revealed that the battery compartment was cracked on the side, extending from the threads towards the case seal, and below the bumper pad. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.